Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was received and evaluated by the manufacturer. Checking on the log revealed an error indicating data abnormalities inside the memory had been recorded. The system pca was replaced to address the reported issue.